Manufacturer narrative:
(B)(4). Evaluation method: other - device history reviewed. Results: other - device history review found the product met specs when released for distribution. Conclusion: other - cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing spec for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 4.5 yrs (pt was (B)(6) at implant), was explanted due to aortic stenosis and aortic regurgitation. There were no adverse pt effects reported.